Event description:
The facility reported that a resident fell off the lift and was injured. It was reported that facility staff had removed the back rest. This allowed the arm to be lifted up and slip out of its location, causing the resident to fall. No further details of the injury were provided and no treatment was described. (B)(4).